Manufacturer narrative:
The event was reported by a physician for a literature peritonitis case obtained on (B)(6)2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The physician reported the cause of the peritonitis was due to bacillus cereus, further specified as "caused by a bacteria which is often seen in cats or wild animals and rarely seen in human". The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route, duration and frequency not reported) for peritonitis. On an unreported date, the pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis due to a trend of reactivation was noted. On an unspecified date, the patient was recovered from the bacterial peritonitis event. No additional information was available at the time of this report.